Event description:
It was reported patient had full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Age at time of event, b1 adverse event and/or product problem, b5. Describe event or problem. If explanted, give date (mo/day/yr), f10 health effect - impact code, h6 type of investigation; corrected data; initial MDR inadvertently omitted information known prior to submission and entered incorrect age at time of event.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently provided incorrect information. B6 relevant tests/laboratory data, including dates, corrected data: supplemental #02 report inadvertently provided incorrect information.

Event description:
It was reported patient has been referred for surgery due to low impedance. It was later reported that patient has experienced an increase in seizures above pre-vns levels. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has anydefects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was approved on the explanted generator. Datadump was reviewed and high impedance was seen prior to the reported event date of low impedance. The impedance was then seen to reach a low impedance value and remain low through explant date. High impedance will not be captured as the root cause of the low impedance is known due to historical data analysis of low impedance events being met which found that the root cause for the low lead impedance events was likely due to abraded openings in the insulation of the lead body potentially caused by wear, trauma, or manipulation thus allowing an alternate current path between the lead conductor wires and creating a short-circuit condition. A fracture is therefore not expected but rather an abraded opening. This is not yet confirmed by product analysis of the lead. No other relevant information has been received to date.